Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer site and replaced the two buffer valves and ion selective electrode (ise) cables restoring the instrument to functionality. A single failure mode could not be identified as several parts were changed at the same time.

Event description:
The customer reported that they had observed discrepancies in sodium results on beckman coulter au5800 clinical chemistry analyzer. The customer stated that the results were not in keeping with the patients' history. The results generated were not reported from the laboratory. There was no change to patient treatment in connection with this event. The customer ran quality control material (qc) prior to and after this incident. The qc recovery was within the laboratory's established ranges. The customer stated that the instrument generated discrepant results for at least two patients. However, the customer provided an example for only one patient and did not provide the total number of affected patients.